Manufacturer narrative:
The last hba1c calibration performed on 04-aug-2023 was ok and there were no alarms. The last ise calibration performed on 22-aug-2023 was ok and there were no alarms. Upon review of the alarm trace, a reagent probe error occurred on 22-aug-2023. The field service engineer determined that reagent packs for magnesium and calcium were sticking in the reagent wheel. The affected packs were removed. New packs were checked and were fine. No further issues and no further probe alarms occurred. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for 10 patient samples tested on a cobas 6000 c (501) module. Results from multiple analytes were affected, including the following tests: tina-quant hbalc gen. 3, ureal (bun/urea), mg2 (magnesium), albumin, astl, alt, creatinine, tp2 (total protein), and k electrode. The customer stated they received reagent probe up/down errors on the analyzer. The probe was replaced and this worked for a while, but the issue returned. The customer noticed that some reagent cassette labels were not completely flat, but the system was giving reagent probe up/down errors on random assays rather than one or two reagents. Refer to the attachment for all patient data. The first run and third run were performed on the c501 analyzer. The second run was performed on a second system. Units of measure were only provided for hba1c, magnesium, ast, k, and total protein tests. The units of measure for the remaining tests were requested, but not provided.

Manufacturer narrative:
The hba1c reagent lot number was 718516, the ast reagent lot number was 716718, the mg reagent lot was 722946, and the total protein reagent lot was 705814. The reagent expiration dates and the lot numbers of the remaining reagents were requested, but not provided. The investigation is ongoing.